Manufacturer narrative:
Attempts are being made to obtain information regarding patient involvement, any delay of procedure, adverse events or any other event details. A follow-up report will be submitted if more information becomes available.

Event description:
It was reported that at the user facility a hair was found inside the sterile package, posing a risk of exposure to a surgical site. No further information was provided.

Manufacturer narrative:
Product was received for evaluation. The hair was found within the seal of the package, not inside of the sterile pouch with the device.

Event description:
It was reported that at the user facility a hair was found inside the sterile package, posing a risk of exposure to a surgical site. The hair was found during inspection after the product was removed from the stock room. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information: the device was not returned for analysis.

Event description:
It was reported that at the user facility a hair was found inside the sterile package, posing a risk of exposure to a surgical site. The hair was found during inspection after the product was removed from the stock room. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.